Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The pt was at home with normal adls and began having red heart and yellow wrench alarms. The alarms progressed to power limit advisory alarms and no flow, which led to the pt being admitted to the hosp for observation and evaluation. The pt was reimplanted with the MFR's clinical trial lvad and remains ongoing on lvad support.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.